Event description:
It was reported that the pt had intermittent stimulation. Impedance measurements conducted at 3.0 vols/450 pw showed values of 641 to 716 ohms. Add'l info was requested.

Manufacturer narrative:
(B)(4).